Event description:
It was reported that the screen on the external pulse generator was broken and also that it was missing clips. The generator was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the display lens was broken and the ring cover and ring were missing. It was also noted that the upper case was broken and the lower case was out of specification, the two side bail covers were broken, the battery contacts were compressed and the battery drawer was broken.